Event description:
It was reported that during thyroid case, a difficult incubation with the tube and then during monitoring, vocalis 2 kept going green to red. The procedure was completed with the reported product. There was no patient impact in this event.

Manufacturer narrative:
H3: none of the original packaging was returned with the device and the device was returned in a resealable (non-packaging) bag. There were creases in the flex circuit upon return and surgical tape was wrapped around the mid-section of the tube. The maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were greater than 100 ohms (blue with clear tubing), 15 ohms (blue), 10 ohms (red with clear tubing), and 18 ohms (red) which the blue with clear tubing electrode was out of specification. The device was connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit, wires, or connectors. The complaint was confirmed, due to an out of specification condition. Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube, product description: endotracheal tube 8229306 nim emg 6mm re). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.